Event description:
Placing a PICC using tip location system (tls or sherlock) and 3cg tip confirmation system (tcs or sapiens). Skin prepped and leads placed according to manufacturer's instructions. Connected fin assembly to the sherlock sensor as norm, then connected catheter stylet to fin assembly. Catheter tip remained within 1cm of end of device as is usual per operating instructions. Fin assembly allows the rn to view the ECG wave form on the ultrasound screen to ensure proper tip placement at the cavo-atrial junction. Catheter stylet is connected to the PICC. When threading PICC into the vein, fin assembly failed to provide an ECG wave. Was eventually able to obtain a wave pattern when stylet picked up and held parallel to the fin. At that point I was able to print off an ECG pattern for the chart. Otherwise, without a wave pattern, a chest x-ray would have been required. Unknown why device failed. No visual defects. Noted patient has significant body habitus size. However, manufacturer contraindications for this device do not include body size as a consideration for use/non use of this device. Staff using this device are experienced and trained in its use. Unclear what caused or contributed to the device failure.